Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. Upon eval the monitor reset during pulse testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the monitor sn (B)(4) reset during a pulse test. The last pt to use this monitor did not report any deficiencies.